Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4 fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a longitudinally aligned split was observed between the 6 cm and 7 cm depth markers. Adjacent to the split was deformation of the catheter tubing which contained physical features associated with material fatigue. The characteristics observed which supported this type of failure included: damage which was circumferentially aligned; 'c' shaped impressions leading into the damage site which are consistent with material buckling due to movement; overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). Additionally, compression style damage was observed between the 1 cm and 2 cm depth markers. A review of the customer provided event information indicated that a securacath device was used as a PICC securement technique near the area where the compression damage was observed. Therefore, it is likely that the compression damage was caused by the securacath device. Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. A measurement of the catheter outer diameter, inner diameter and wall thickness were taken. The catheter was found to be within specification. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported at 0900 first contact with patient and gained consent to provide all care. Patient reported feeling well today. When assessing PICC line using antt, noted to be leaking above secureacath. Fractured line confirmed and line removed as per policy. 42 cm on removal removed using antt. PICC line site dressed with premipore. Patient aware to monitor site for any signs of infection, pain, swelling, tenderness or hot to touch and to contact helpline or ER if feeling unwell. Patient will not require a new PICC line. Line used for r-cgvp. Placed in ir, 17.5 cm exit site. Patient able to receive rituximab on friday ¿ re-attended unit on (B)(6). Additional information recveived on 10/19/2024: catheter inserted on (B)(6) 2024 and removed on (B)(6) 2024, removal length 42 cm external length 18cm, unknown which vein PICC was inserted into, exit site marking 3.5 cm and secured with securacath. Saline locked and j-looped back up the patient's arm. PICC used for oncology treatment (r-cgvp). Unknown if PICC was used for CT scan, or if there were any occlusions. Leak identified by visible hole/fracture outside the patient (at exit site or on external part of PICC), unknown at what mark. PICC used 106 days. Catheter site cleaned with chloraprep (3 ml chg 2% ipa 70%). No additional comments.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported at 0900 first contact with patient and gained consent to provide all care. Patient reported feeling well today. When assessing PICC line using antt, noted to be leaking above secureacath. Fractured line confirmed and line removed as per policy. 42cm on removal removed using antt. PICC line site dressed with premipore. Patient aware to monitor site for any signs of infection, pain, swelling, tenderness or hot to touch and to contact helpline or ER if feeling unwell. Patient will not require a new PICC line. Line used for r-cgvp. Placed in ir, 17.5cm exit site. Patient able to receive rituximab on friday ¿ re-attended unit on monday 24th september.

Event description:
It was reported at 0900 first contact with patient and gained consent to provide all care. Patient reported feeling well today. When assessing PICC line using antt, noted to be leaking above secureacath. Fractured line confirmed and line removed as per policy. 42cm on removal removed using antt. PICC line site dressed with premipore. Patient aware to monitor site for any signs of infection, pain, swelling, tenderness or hot to touch and to contact helpline or ER if feeling unwell. Patient will not require a new PICC line. Line used for r-cgvp. Placed in ir, 17.5cm exit site. Patient able to receive rituximab on friday ¿ re-attended unit on monday 24th september additional information 10/19/2024: catheter inserted (B)(6) 2024 removed (B)(6) 2024, removal length 42cm external length 18cm, unknown which vein PICC was inserted into, exit site marking 3.5cm and secured with securacath. Saline locked and j-looped back up the patient¿s arm. PICC used for oncology treatment (r-cgvp). Unknown if PICC was used for CT scan, or if there were any occlusions. Leak identified by visible hole/fracture outside the patient (at exit site or on external part of PICC), unknown at what mark. PICC used 106 days. Catheter site cleaned with chloraprep (3ml chg 2% ipa 70%). No additional comments.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.